Event description:
I received the birth control essure in (B)(6) 2011 and since the procedure, I have had debilitating migraines on a daily basis, extreme bloating, weight gain, heavy and irregular period, extreme abdominal pain and pain in my cervix/vagina.